Event description:
It was reported the user received a burn. Visual examination of the unit and its components revealed no defects. The unit was tested, and we could find no defect with the performance.